Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-01520.

Event description:
The patient was undergoing a thrombectomy procedure using penumbra system ace 68 reperfusion catheter (ace68) and penumbra system ace 60 reperfusion catheter (ace60). It was noted that the patient's anatomy was very tortuous. During the procedure, while attempting to advance the ace68 and ace60, the physician experienced resistance and, subsequently both devices became kinked at their mid distal tips. The procedure was completed using a new catheter. There was no report of an adverse effect to the patient.